Event description:
It was reported that the pump had been working for about 10 mins when the rhythm of the heart was reflected at 80 beats/min on the screen and bedside monitor; however, the r wave band of the ECG was very narrow. It lasted for 5 seconds and then the screen was blocked. The pump kept working for about 2 seconds and then it restarted into the stand by mode. A "system error 7(1)" also occurred. As a result of the difficulty, the pump was exchanged off the pt. There has been no further info provided.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.